Event description:
It was reported that the right ventricular (rv) lead had a high pacing impedance and high threshold. Lead fracture was suspected. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse events.